Manufacturer narrative:
Date of reporter: 26nov2018. Date of manufacturer: 19nov2018. Philip's international service technician confirmed the reported power issue. Philip's international service technician replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. (B)(4). Reporter phone number was invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the "low internal battery" alarm occurred and the device failed to power on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.